Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump¿s screen bezel separated and the device became nonfunctional with a black screen; the user did not know how the housing split, and a replacement was arranged. Symptoms included no adverse clinical effects and no impact to blood glucose levels. Outcomes included continued cgm use and instruction on device shutdown, with education that data would not transfer and a startup process would be required on the replacement. Investigation included customer service troubleshooting and verification of logistics for replacement and return. Investigation of this case revealed a device mechanical integrity issue involving the screen bezel and associated display nonfunction, consistent with hardware damage to the enclosure/display assembly. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage of unknown origin unrelated to therapy performance.